Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the internal hlc batteries, on the digital pcb assembly, to have been completely drained; however, the cause of the reported failure could not be conclusively determined. The customer was provided with a replacement device.

Event description:
It was initially reported that the device had logged an event code not related to defibrillation. Upon eval by physio-control, it was observed that the device had all three icons (attention, service and charge-pak) illuminated and would have been unable to deliver defibrillation energy. There was no pt use associated with the reported failure.